Event description:
Healthcare professional reported "rupture" of a saline device. This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification to d6a/d6b: the original device deflated prior to completion of surgery which was completed with a back-up device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).